Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00063 on 20-feb-2025. Additional information (28-feb-2025): siemens reviewed the instrument data, and no issues were observed on the traces with sample or reagent dispense for this sample. In addition to service activities performed by the customer service engineer (cse) mentioned in the initial report, the cse replaced the secondary vacuum regulator, cleaned the aspirate probes, adjusted the secondary vacuum and ran auto check. The customer ran quality control (qc). The service activities performed by the cse, described in initial report and this report, resolved the issue. The investigation conclusions code in the h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) and calibration recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, ran qc, checked the secondary vacuum and the reagent pack, performed acid and base dispense checks, cleaned the lumo housing and probe wash bowl, replaced the reagent probe 1 (r1), performed dispense checks three times, ran full auto check, and repeated qc five times, which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The erroneous result was reported to the physician(s), who questioned the result. The patient was redrawn, and the sample was tested on an original analyzer. The redrawn and the original samples were repeated on an original analyzer as well as on an alternate atellica im analyzer. The patient was redrawn again, and the redrawn sample was tested on an alternate atellica im analyzer. The initial results of the redrawn samples and repeat results of the original sample recovered lower than the erroneous result and matched the clinical history of the patient. The repeat result <4 ng/ml was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated tnih result.